Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported event. The se replaced the graphic user interface (gui) printed circuit board (pcb). The device then passed all testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator display went black and then recovered. Although the ventilator continued cycling, the patient was transferred to another ventilator. There was no report of patient harm as a result of this event.